Event description:
It was reported that the ventilator failed the pressure transducer sub-test during the pre-use checks tests. There was no patient involvement reported. (B)(4).

Manufacturer narrative:
The investigation consists of a device log evaluation and information received from our sales and service unit. No parts were replaced due to it later on was successfully tested. It was reported that the ventilator failed the pressure transducer sub-test during the pre-use checks tests. A maquet field service engineer (fse) was dispatched to investigate. After disassembling the ventilator and visually inspected without any remarks, the ventilator was reassembled and passed a pre-use checks tests per specifications. The ventilator was then returned for clinical use. Evaluation of the received device logs confirmed the pre-use checks tests failure. During pre-use checks tests, the safety valve pull magnet opening pressure is calibrated to 117+/-3 cm h2o to ensure a safety function. The device logs showed that the calibration during the pre-use checks tests had failed due to the pressure of 117cm h2o not being reached as expected during testing. The root cause for the reported issue cannot be determined as a result of no parts being replaced.

Event description:
(B)(4)